Event description:
Device malfunction: difficult to remove. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that the physician in training, attempted arteriotomy closure using the starclose vascular closure system after an interventional procedure: there was bleeding and tissue capture. Closure was achieved with manual compression and no injury occurred. The device will not be returning. No additional information is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Review of the device history record for this lot did not produce any findings relevant to this report.